Event description:
Consumer complaint of blood result reading "hi". Customer was not able to view meters memory but stated the meter did indeed display "hi" when she initially called. No adverse event reported.

Manufacturer narrative:
Product not yet returned for eval. (B)(4).